Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was getting ready to undergo a magnetic resonance imaging (MRI) when a premature battery depletion error was observed. This s-ICD had already been put into MRI mode. A request was made to have data from this device analyzed. Data analysis confirmed that the battery was depleting more quickly than expected. A replacement interval window was provided for this s-ICD. It is unknown at this time whether this patient underwent the MRI. Additional information is being requested from the field. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was getting ready to undergo a magnetic resonance imaging (MRI) when a premature battery depletion error was observed. This s-ICD had already been put into MRI mode. A request was made to have data from this device analyzed. Data analysis confirmed that the battery was depleting more quickly than expected. A replacement interval window was provided for this s-ICD. It was confirmed that this patient underwent the MRI and this s-ICD was interrogated afterwards, with normal device function noted. This patient is scheduled for a change out in the near future. At this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced. This product has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was getting ready to undergo a magnetic resonance imaging (MRI) when a premature battery depletion error was observed. This s-ICD had already been put into MRI mode. A request was made to have data from this device analyzed. Data analysis confirmed that the battery was depleting more quickly than expected. A replacement interval window was provided for this s-ICD. It was confirmed that this patient underwent the MRI and this s-ICD was interrogated afterwards, with normal device function noted. This patient is scheduled for a change out in the near future. At this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced. This product has not been returned. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.